Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI number is not available because it was manufactured before sept 24, 2014.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the atrial lead exhibited oversensing. The programming changes have not been made and the patient would continue to be monitored.